Event description:
It was reported that the analyzer was returned to service as an associate product and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis it was determined that the analyzer failed an incoming functional test. The analyzer was dispositioned as scrap and returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.